Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call of customer's hospitalization for high blood glucose levels. The customer had received no delivery alarms. The customer's blood glucose level at the time of incident was 549mg/dl. The customer's most current level was 82mg/dl. The customer was treated at the hospital for the highs. Troubleshoot was conducted. The customer was advised to conduct full set, reservoir and insulin change. The customer was advised to monitor the device and call back if issues persist.